Event description:
It was reported that fourteen non-patient needles of bd micro fine plus¿ insulin pen needle were broken out of 2-3 bags. Customer¿s verbatim: ¿the patient complained at least 1 needle npe is broken out of 2-3 bags.¿

Manufacturer narrative:
H.6. Investigation: fourteen opened 32g x 4mm pen needle samples and five photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned samples and photos was carried out and a bent non patient end of cannula was observed on twelve samples and a broken non patient end of the cannula was observed on two samples. Visual examination of the returned samples and photos was carried out and a bent non patient end of cannula was observed on twelve samples and a broken non patient end of the cannula was observed on two samples. No DHR review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fourteen non-patient needles of bd micro fine plus insulin pen needle were broken out of 2-3 bags. Customer¿s verbatim: ¿the patient complained at least 1 needle npe is broken out of 2-3 bags.¿

Manufacturer narrative:
Investigation summary: five photos of 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos was carried out and bent and broken non patient end of cannulas were observed. No DHR review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that fourteen non-patient needles of bd micro fine plus¿ insulin pen needle were broken out of 2-3 bags. Customer: ¿the patient complained at least 1 needle npe is broken out of 2-3 bags.¿